Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was having trouble with the ins and thought they needed a new battery. The patient stated that the battery had stopped completely a couple times and the stimulation is maxed out and they don't feel it "too much". The patient said they can barely feel the stimulation and that is what the issue was. The patient was directed to their healthcare professional. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from another manufacturer¿s employee regarding the patient. The caller indicated a lead revision. They inquired about lead implant information. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer's representative. It was reported that the patient's impedances were higher than typical (2,000 - 4,000 ohms) on multiple contacts. The patient lost therapy stimulation so they increased to 10 volts and then stimulation came back and the patient felt overstimulation - this was noted as a sudden change in symptoms. No falls or trauma were reported. Electrodes 2, 4, 6, and 7 were about 700 ohms but the representative was unable to capture pain coverage with these electrodes. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that cause was not determined. It was reported that the stimulator was removed and issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's ins was turning off by itself and that the ins wouldn't come on; the patient said they were doing nothing when this occurred and was not related to positional movement. The programmer showed that stimulation was off and the patient turned the ins on. The patient also reported that they did not feel stimulation even when the ins was on and the ins didn't seem to work. The patient said they increased the stimulation into the 8's and they still barely felt stimulation when they used to be in the 4's. The parent confirmed that the ins battery was full and the programmer battery was about 1/3 full. The patient was directed to their healthcare professional. No further complications were reported/anticipated.